Manufacturer narrative:
(B)(6). Investigation summary: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2022 ((B)(6) 2018). Syringes were assembled in machine, nº4252, nº4251, nº4208, and nº4204, in lot #8127719 ((B)(6) 2018). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #8128591, #8119953, and no problems, defects or qn related to the reported issue were found. After the evaluation of the returned samples, bd confirmed the reported issue, and concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel. Particles composed by lubricant, which is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. Investigation conclusion: bd has been provided with the affected samples. After the evaluation of the returned samples, bd confirmed the reported issue, and concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel. Root cause description: particles composed by lubricant, which is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes.

Event description:
It was reported that bd discardit¿ ii syringes w/o needles have excessive plastic on the pistons. There was no report of exposure, serious injury or medical intervention.